Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identification not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a pelvic trauma procedure, during system setup the site didn't select what navigation system to use and this resulted in non-navigated spin being taken. When the navigation system was selected the trackers were not visible. The site rebooted the image acquisition system (ias) and then everything worked as intended. There was no delay to the procedure. There was no reported impact on patient outcome. This resulted in one unused spin.